Event description:
During a mitraclip procedure, an increase in pericardial effusion occurred which required a pericardiocentesis and the placement of an amplatzer occluder to stabilize the patient. While performing the atrial septal puncture using a non-(B)(6) needle (boston scientific rf needle), an increase in pericardial effusion was confirmed using transesophageal echocardiogram and the procedure was discontinued. A pericardiocentesis was performed 3 or 4 times and an amplatzer occluder was placed to stabilize the patient. No mitraclip devices were inserted into the anatomy during the procedure. The location of the effusion was on the top of the fossa, far behind. The physician is unsure which device caused the perforation. There was no clinically significant delay in the procedure. There were no performance issues with any (B)(6) device. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).